Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Information regarding patient involvement or allegation of patient injury has not been provided by customer. Per results of investigation, carefusion service technician was able to duplicate ¿unit does not pass circuit leak test. The ventilator fails at 2.0 liters per minute¿. All testing performed using a good known test patient circuit as well as a good known ac adapter. The service technician performed leak test from general checkout and ventilator failed the circuit leak test with a reading greater than 1 liter per minute. Internal inspection of ventilator reveals an unknown contamination inside the flow valve. The service technician installed a good known test flow valve and ventilator passed the leak test from general checkout. The service technician replaced flow valve.

Event description:
The customer reported that the model lap top ventilator 1150 does not pass circuit leak test. The ventilator fails leak test at 2.0 liters per minute. There is information if there was patient involvement related to this issue.